Event description:
Medtronic received information from a literature article regarding a comparison of the long-term outcomes after mitral valve replacement using bovine pericardial and porcine bioprosthetic valves. All data was retrospectively collected from a single center between january 2001 and december 2018. Of the 309 patients included in the study population, 68 (predominantly female, mean age 61.6 years) underwent mitral valve replacement with a medtronic hancock ii porcine bioprosthetic valve. No unique device identifier numbers were provided. Among all 309 patients in the study population, 140 deaths occurred during follow-up, including 78 cardiac deaths. The authors stated there were no significant differences in the cumulative incidences of cardiac death between the patients treated with a hancock ii porcine valve or a carpentier-edwards perimount bovine pericardial valve. Since the authors defined cardiac death as a mitral valve-related event, hancock ii may have been associated with some of the cardiac deaths. No statement was made suggesting a causal or contributory relationship between hancock ii and the other 62 deaths. Among all hancock ii patients, adverse events included: reoperation due to bleeding; stroke; mediastinitis; low cardiac output syndrome; respiratory complication; structural valve deterioration causing stenosis, regurgitation, or stenotic-insufficiency; thrombosis; endocarditis; composite of thromboembolism and major bleeding; and mitral valve reoperation, including 7 reoperations for structural valve deterioration. No additional adverse patient effects or product performance issues were reported.

Manufacturer narrative:
Citation: kim w, et al. Comparative analysis of structural valve deterioration and long-term clinical outcomes after bovine pericardial versus porcine bioprosthetic mitral valve replacement. J thorac dis. 2021 jul;13(7):3969-3978. Doi: 10.21037/jtd-21-281. Earliest date of publish used for date of event: july 1, 2021 (month and year valid). No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product no definitive conclusion can be made regarding the clinical observations. If information is provided in the future, a supplemental report will be issued.